Event description:
It was reported that the customer is in the hospital with high blood glucose of 499mg/dl. The nurse stated that the insulin pump froze on him. The caller stated that the customer attempted to bolus when he got the low reservoir warning. The battery was changed and the issue was resolved. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.